Event description:
It was reported that that a levophed infusion (starting dose 0.01mcg/kg/hr titrate up to maintain blood pressure. Initial rate was 0.47ml/hr. Titrated up to 3.6ml/hr) was started via syringe pump, with the pressure sensing disc (bd syringe administration set microbore tubing ref 10014914) was in place. However, it was noted that the patient's condition worsened, as the heart rate and blood pressure continued to drop to critically low levels. Patient also had decreasing level of consciousness. Another rn came to bedside due to the change in patient's condition and discovered that the tubing was left clamped. The clamp then released and the patient's condition improved. Patient became hypertensive and the levophed drip was titrated back down. It was also reported by the customer that their internal investigation showed that their syringe pump's downstream occlusion setting are set at "1000mmhg." The customer further stated that they "have tested the infusion on another pump" and they were able to duplicate the error. The customer ran the same infusion rate (0.47ml/hr) for 30 minutes without an alarm occurring and at 3.6ml/hr x for 10 minutes without an alarm. The customer noted that this finding has helped them "identify that it¿s likely not an equipment issue but rather a settings issue." There was patient involvement and due to the event, the levophed drip had to be titrated up multiple times during the thirty (30) minute period.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.